Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in the saudi arabia, this was a case of an implant using the basilica procedure of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach within a 23mm surgical valve calcified leading to regurgitation. After the deployment of the valve, a post-dilation with a non-edwards bav balloon was needed to avoid a ''trace'' pvl. After the post-dilation, the patient suffered a coronary block. A percutaneous coronary intervention was performed, and the patient was transfer to the ccu, but passed away after. Per medical opinion, the cause of the coronary obstruction were the leaflets of the native valve.